Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a break at the connector where the infusion tubing attaches when removing the device from a pocket, resulting in an unintended disconnection attributed to user handling rather than a connector integrity issue. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy after the user reassembled the pieces and completed the infusion set process, with no alerts or alarms reported. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed the tubing-connector separation was consistent with user technique, and function was restored after reseating pressure and reconnecting the components. It was concluded that the event was due to handling and not a device malfunction.